Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(4)) does not power on, was not confirmed during these evaluation. During functionally testing a large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes and no fault or errors found. Additionally, the platform was powered on/off multiple times without issue. Review of the retrieved archive data found no significant discrepancies related to the reported complaint. Although the reported power issue could not be reproduced during these investigation, a possible root cause is due to a damaged battery cable. To prevent the power issue from reoccurring, the battery cable was replaced. Unrelated to the issue, the platform was received with no physical damage, however, the encoder drive shaft exhibited binding and resistance. To resolve this issue, deburring of the driveshaft was performed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse with serial number (B)(4). The platform passed all testing criteria.

Event description:
As reported, a fully charged autopulse battery was inserted into the autopulse platform (sn: (B)(4)); however, the platform did not power on. There is no known patient consequence reported.